Manufacturer narrative:
Product analysis: the valve was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, four months and seven days following the implant of this transcatheter bioprosthetic pulmonary valve, the valve was surgically explanted and replaced with a medtronic surgical valve. The reason for explant and replacement was not reported. No additional adverse patient effects were reported.